Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure. The md did not use the device. Another device was used for the procedure.

Manufacturer narrative:
(B)(4). The customer returned a single spring wire guide (swg) in tubing for evaluation. Visual examination of the returned wire revealed that the assembly appears used as there is biological material present on the swg and in the swg advancer. Two bends were observed on the wire. Microscopic examination was performed and the coils at the bends appeared slightly closer; however, they were not offset or unraveled. The distal j-tip was still fully intact. Both the proximal and distal welds were present and were observed to be full and spherical. The guide wire was kinked 534 and 549mm from the proximal tip. The overall length and outer diameter (od) of the swg were measured and found to be within specification. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing issue. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent in 2 locations on the body. The returned guide wire met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) bends during the procedure. The md did not use the device. Another device was used for the procedure.